Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported intracapsular rupture and thin periprosthetic liquid diagnosed by MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, d.9, h.3, h.4, h.6

Event description:
Healthcare professional reported "intracapsular rupture and thin periprosthetic liquid diagnosed by MRI". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted and replaced with a non-abbvie device.